Event description:
Following IV start on patient, a saline flush was initiated, while pushing the saline, fluid with blood sprayed from the side of the IV catheter where the teflon meets the plastic hub.